Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation of the injector damaging the lens during loading; therefore, the condition of the product could not be verified. The lot history could not be reviewed because the reporting facility did not provide a lot number. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the "lens was damaged during loading into the inserter". There was no patient contact and the procedure was completed. The issue was with the iol/injector. There are two medical device reports associated with this reported event. This report is for the handpiece.